Manufacturer narrative:
Review of device history records and incoming records found no discrepancies or anomalies relevant to the complaint. The anesthetic is a supplied item and the complaint notification was forwarded to the supplier. Records analysis was performed by the supplier for bupivacaine-marcaine lot #'s 600453a and confirmed that the reported lot continues to meet all specifications. See attached pfizer evaluation report.

Event description:
It was reported that the bupivacaine contained in the portex® spinal anesthesia tray was ineffective. It was also noted that motor block was not achieved. There was full sensation on the anterior knee, but no sensation on the posterior knee. As a result of this incident, the patient was placed on general anesthesia. There were no complications associated with the placement. No patient death or serious injury was reported in connection with this incident.